Manufacturer narrative:
Functional evaluation identified a motor stall error message when connected to a d2 test control unit. The cause of the motor stall error was identified to be associated with a short circuit in the power cord. A visual examination of the power cord did not identify signs of external damage. The root cause of this event, based on evidence, is most likely associated with the short circuit in the power cord which can result in additional current delivery from the control unit and generate excess heat. A review of the manufacturing records found no deficiencies in it's manufacture.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopy procedure that the device was overheating. A backup was used to complete the procedure without further incident. A ten minute procedural delay occurred as a result and there was no patient impact.